Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the guide wire was inserted during a stressful code situation. The guide wire became kinked and when they removed it, the tip of the wire became unraveled. There was not another attempt at the procedure. There was no delay in treatment. No death or complications occurred to the patient.